Event description:
The customer reported to olympus, the colonovideoscope suction valve was stuck. The issue was found during reprocessing before a colonoscopy. The procedure was completed using the same device. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: restriction in suction cylinder to insertion tube and seeds in channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: radio frequency identification peeling, shadow bottom right corner, low ceiling plate bent, dents and scratches in distal end plastic cover, chipped edges and worn glue on lens, cracked lens, bending section cover cracked, chip on boot of insertion tube, play knob loose and scratches on light guide tube. The customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. The user facility had no response for when the foreign object adhered to the scope and believes the foreign material was a seed or clip. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The endoscope was pre-soaked in a detergent solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of seeds in the channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: -IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. -IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.